Event description:
(B)(4). It was reported that during a angioplasty procedure vessel dissection occurred. The lesion being treated was located in the calcified right common iliac artery. A 0.018 non-bsc guide wire was placed into the distal aorta and the lesion was treated with a 6x20mm pcb cutting balloon to maximum atmospheres for 2 minutes. This resulted in a significant improvement in the gradient; however, due to significant calcification and vessel recoil it was then treated with a 7x20mm sterling balloon catheter. A dissection was then noted along the lateral aspect of the common iliac vessel. There was again a further improvement in the gradient, and this segment was stented with a 7x17mm non-bsc stent. The procedure was completed by postdilating with a 8x40mm non-bsc balloon. No further patient complications were reported and the patient tolerated the procedure well.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).